Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg deemed inoperable as the patient failed to charge the device as recommended. Manufacturer representative confirmed the issue. As a result, surgical intervention was undertaken wherein then ipg was explanted and replaced with another model which resolved the issue. Therapy was restored postoperatively.